Event description:
Ventilator malfunctioned while it was being used on the pt. Nurse provided respiratory support via an ambu bag. No apparent pt harm as there was a nurse and respiratory therapist in the room. Respirations were maintained by ambu bag until the ventilator was replaced. Bio-med reported that the ventilator passed a circuit test and functioned without any problems over a three hour testing period.